Event description:
It was reported patient underwent orthopedic salvage system procedure on (B)(6) 2007. Subsequently, patient underwent a revision procedure (B)(6) 2011 due to a fall. The bearing was removed and replaced. Another revision procedure was performed (B)(6) 2013 due to pain. The 14 mm bearing was removed and replaced with an 18 mm bearing. The axle, poly lock pin, yoke, and bushings were also removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "excessive activity, trauma, and excessive weight have been implicated with premature failure of the implant by loosening, fracture, and/or wear." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2012-00261 / 00262).